Event description:
It was reported that a transient ischemic attack (tia) occurred. A left atrial appendage (laa) closure procedure was performed and a 27mm watchman laa closure device was implanted. One thousand two hundred seventy (1270) days post index procedure, the patient experienced a tia. A transesophageal echocardiography (tee) was not performed due to concern with the esophageal strictures of the patient. A computed tomography (CT) scan was instead performed, which showed the closure device in good position with no thrombus and a maximum leak of 3mm. The patient fully recovered from the tia and was discharged.